Event description:
It was reported one of the stretcher's transport wheels detached from the stretcher during a patiemt transport. There was no injury or adverse event associated with the reported issue; however, a second ambulance was dispatched to assist with the transport.

Manufacturer narrative:
An authorized field technician was dispatched to conduct a visual and functional evaluation at the customer's location. The reported issue was confirmed, the wheel assembly was repaired and the stretcher was returned to service.

Event description:
It was reported one of the stretcher's transport wheels detached from the stretcher during a patient transport. There was no injury or adverse event associated with the reported issue; however, a second ambulance was dispatched to assist with the transport.